Event description:
Catheter was found leaking while infusing tpn. PICC was removed by physician and found to be broken at extension. It was in place for 2 days, and was removed.

Manufacturer narrative:
At this moment, vygon continues to investigate the complaint but is unable to determine a root cause. This includes, but is not limited to, investigation of the raw material and raw material development, the manufacturing process of the catheter, and sterilization. There has been no change to any material or process. It is undetermined at this time if the product is non-conforming, or if the cause is a result of clinical use. Moving forward, vygon will be using a similar market cleared material for all premicath codes. This material is currently only used in premicath 1261.20g cleared under k954302. This material has a greater tensile strength and performs better in conjunction with the use of organic solvents used for site prep. This material is already fully validated for use in all catheter codes as all catheters are identical, the only difference being the components of insertion.